Manufacturer narrative:
(B)(4). This report is related to a journal article, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe there was any deficiency with the ethicon products (endoloop pds) used in this procedure? Can the specific product code and lot number be provided of endoloop pds? Please explain how did the endoloop pds suture protrude into the wrong place? (B)(4).

Event description:
It was reported in a journal article entitled: preterm premature rupture of membrane after polypectomy using an endoloop polydioxanone suture iitm authors: shigeru aoki, mariko hayashi, kazuo seki, fumiki hirahara citation: clinical case reports. 2016; 4(4): 331 332. Doi: 10.1002/ccr3.503. The authors reported a case of premature rupture of membrane (prom) at (B)(6) in a (B)(6)-year-old (B)(6) woman with a cervical polyp protruding out of the cervical canal and underwent polypectomy using a pds ii endoloop suture. The authors presumed that using the pds ii endoloop suture was responsible for inducing chorioamnionitis, which led to preterm prom. During the patient¿s (B)(6), she had undergone polypectomy using a pds ii endoloop suture. At (B)(6), the patient experienced prom without uterine contractions. She was conservatively treated with betamethasone and antibiotics to allow fetal lung maturity. At (B)(6), the patient went into spontaneous labor and had a vaginal delivery. The macroscopic appearance of the placenta was yellowish-white and detailed examination revealed signs of chorioamnionitis. A pds suture was also detected in the placental parenchyma. It was reported that the findings from the present case indicated that decidual polyps move upwards with the progression of pregnancy, and that its resection can cause preterm prom or miscarriage. The finding of pds suture in the placental parenchyma in the present case suggests that polypectomy using an endoloop pds iitm could have been responsible for miscarriage and preterm delivery. It was concluded that cervical polyps should not be removed in pregnant women except in cases where a malignancy is suspected. Additional information has been requested.